Event description:
Product malfunction: the vocare surgical stimulator was used intraoperatively for recurrent laryngeal nerve stimulation under an investigtional protocol. During the procedure, the vocare surgical stimulator was activated but did not produce the expected neurological response. A standard ent surgical stimulator was used to complete the procedure, and there was no adverse effect on the pt. The vocare surgical stimulator is intended to be used to stimulate and identify spinal nerve roots during the rhizotomy and electrode placement procedures as part of the vocare bladder system implant surgery.